Event description:
An endurant ii stent graft system was implanted during an endovascular procedure for the treatment of a 60mm abdominal aortic aneurysm . It was reported during the procedure that the physician requested an endurant limb. The limb was pulled from the facility's own stock and was implanted. Upon registration of the device the medtronic personnel discovered that the endurant limb was expired and alerted the physician. It was stated that the device could not be registered to the patient due to the exceeded shelf life. There is no adverse patient outcome associated with this event. As per the physician the cause of the event was due to failure or mismanagement of owned inventory levels prior to procedure and failure to perform dating check of the device before implant. No additional clinical sequelae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.